Event description:
Complainant alleged that the medics were attending a pt (age unknown), using the device in semi-automatic mode. The medics indicated that the device inappropriately emitted a "no shock advised" message to a shockable ventricular fibrillation heart rhythm. The medics then performed CPR on the pt for fifteen minutes, they were then able to shock the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.